Manufacturer narrative:
Per good faith effort (gfe) response, the device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" alarm error occurred about two weeks ago. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a 1122 "blower temperature high" alarm error occurred about two weeks ago. The customer confirmed that the 1122 error code was logged in the event log but could not duplicate the 1122 error; the device ran for about two days without any issues. The customer planned to test the device, and if the device passed all testing, the remote service engineer (rse) informed the customer to send the device back to respiratory. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending. The investigation is ongoing.